Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the medwatch with patient identifier (B)(6) for additional data related to this event.

Manufacturer narrative:
The customer reported that they have not had any further issues with hcg+ss.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <0.1 miu/ml accompanied by a data flag on a different e601 analyzer (serial number (B)(4)). The sample was repeated on e601 analyzer serial number (B)(4) and resulted as <0.1 miu/ml accompanied by a data flag. The customer stated that all negative hcg+ss results are confirmed using a manual test. The sample was tested using the manual method and resulted as positive. The emergency room was notified that the results were conflicting and they ordered an ultrasound. The ultrasound confirmed a pregnancy of eleven weeks. The customer believed the result from the manual test method to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17509805 with an expiration date of 03/31/2015. The field service representative determined that the sample probe picked up gel during sample aspiration. The sample was poured off into a sample cup and repeated. The result then agreed with the manual method. He cleaned the sample probe and gripper. He ran performance testing, ran quality controls, and verified operation. A precision study was run by the customer.

Manufacturer narrative:
The customer noted that the sample in question was repeated on both analyzers after the visit from the field service representative. The repeat results on both analyzers were correctly positive. The customer was asked, but did not provide the specific results. A specific root cause could not be determined based on information provided. An instrument issue was found to be unlikely.